Event description:
Customer reported that the insulin pump was alarming for invalid pointers and history pointers corrupted. The customer removed the battery and inserted a new one after 5 hours and cleared the alarms. For a while the device seemed to be working but errors reappeared when performing the selftest. The customer reset it several times but issue was not resolved. Blood glucose value is unknown. The device is out of warranty and would not be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.